Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the hemopro 2 extension cable would not separate from the hemopro 2 adaptor. The adaptor was able to be disconnected from the power supply without an issue. The hospital did not report any pt effects. The hospital intends to return the hemopro 2 extension cable and adaptor. Refer to MFR report # 2242352-2012-00992 for the related report.